Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted arcing around the case that is consistent of a twiddled electrode. Review of the stored memory confirmed charge time (CT) and long charge (lc) codes. Arcing damage like that seen with this device is consistent with an attempt to deliver therapy through a shorted lead system, which may cause internal damage to the circuitry. Due to this damage, therapy availability was compromised.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a long charge (lc) and charge time (CT) code. Review of remote monitoring data found the patient had received a shock. Initially the episode started with noise and then the channel was nearly flat. The shock impedance for the treated episode was low and out of range. An x-ray was performed and it was discovered the electrode was twiddled back into the device pocket. Due to the previously observed codes, device replacement was recommended with the electrode revision. Subsequently, the system was explanted and successfully replace. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a long charge (lc) and charge time (CT) code. Review of remote monitoring data found the patient had received a shock. Initially the episode started with noise and then the channel was nearly flat. The shock impedance for the treated episode was low and out of range. An x-ray was performed and it was discovered the electrode was twiddled back into the device pocket. Due to the previously observed codes, device replacement was recommended with the electrode revision. Subsequently, the system was explanted and successfully replace. No additional adverse patient effects were reported.